Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 47 mg/dl, with blurred vision and shakiness. The patient required no unusual treatment and remains on the pump. Customer support considered the bg excursion to be an inadequate delivery issue. This complaint is being reported as the patient experienced hypoglycemia and the delivery issue was not resolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked above, and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.